Manufacturer narrative:
(B)(4). The reported field event of difficulty in removing the rv lead was not confirmed in the laboratory. Upon receipt, it was noted that one of the rv pace/sense septum and set screw were returned separately from the device. The other rv pace/sense set screw was missing from the header and not returned. The device was tested on the bench using the returned set screw and also test set screws, and no anomalies were found. The cause of the reported difficulty in removing the rv lead could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device change out for normal eri, the lead was difficult to remove from the connector port. The patient condition was stable and there were no reported adverse consequences.